Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was scratched and unreadable. Additionally, the pump battery was reported taking longer to charge, and cartridges were not fitting onto the pump. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available